Event description:
The device was sent to a third-party service center for investigation. During evaluation, the third-party service center found pca is burned, front and rear cover are burned. Due to the alleged malfunction, the device will be forwarded to the manufacturer¿s product investigation lab (pil) for additional testing and investigation. A final report will be sent once the investigation is concluded.